Event description:
The nurse call on the bed was continuing to ring regardless of efforts of patient and nursing staff to cancel or disarm. Maintenance staffs were called in to attempt to fix issue. The maintenance staff removed the bed from service, later they determined that the issue was the cable from the board to the head end. A replacement cord was ordered and installed following testing the bed was put back into service.